Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving di laudid (1mg/ml at 0.2mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient never had relief with her device, since implant. She had almost decided to just have the pump removed. No environmental, external, or patient factors were reported to have caused this issue. Per the patient, a roller and dye study were done and they were unable to aspirate. The rollers appeared okay. The catheter and pump were replaced. The issue was said to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.